Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A pairing test was performed and a review of the transmitter log confirmed the reported event that there were no alerts or notifications on either the receiver or the g5 mobile application. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were no alerts or notifications on either the receiver or the g5 mobile application. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.